Manufacturer narrative:
(B)(4). Date sent: 8/18/2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device was not received for analysis only the battery was received with the left contact of the battery was found to be slightly bent. Due to the condition of the battery, no functional test was performed.

Manufacturer narrative:
(B)(4). Date sent: 7/26/2023.

Event description:
It was reported that during a robot assisted low anterior resection, the device could not be fired. The battery was replaced, and the device became to fire. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4), date sent: 7/7/2023, d4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information received: replaced only the battery pack. The backlight of the gap setting scale was lit. The patient is stable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.